Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. Although one possible root cause is the needle was not loaded properly on the applier, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting to us that during a meniscal repair with the use of omnispan for fastening; the surgeon loaded the needle, pulled the grey trigger and the inserter needle came off of the applier and fell into the joint space. The surgeon retrieved the needle from the body and used another gun and fastener to concluded the procedure successfully in a timely manner without further issue or harm to the patient. Complaint device discarded at the user facility. Also see associated MDR 1221934-2014-00043.

Event description:
Our rep. Is reporting to us that during a meniscal repair with the use of omnispan for fastening; the surgeon loaded the needle, pulled the grey trigger and the inserter needle came off of the applier and fell into the joint space. The surgeon retrieved the needle from the body and used another gun and fastener to concluded the procedure successfully in a timely manner without further issue or harm to the patient. Complaint device discarded at the user facility. Also see associated MDR 1221934-2014-00043.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: awaiting receipt.